Event description:
It was reported that the patient underwent an initial right tha. Subsequently, the patient presented to their surgeon with complaints of pain, stiffness and dissatisfaction. As a result, approximately 10 years and 3 months after initial implantation, the patient underwent a right hip revision. The acetabular liner was noted to be worn and was exchanged along with the femoral head. During surgery the patient was noted to have excess scar tissue, synovitis and ectopic bone growth. No further patient impact reported.

Manufacturer narrative:
D10: (B)(6) 101-45-20 - 4.5mm drill bit 20mm. (B)(6) 170-36-07 - biolox delta femoral head 36mm od, +7mm. (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6) 186-01-60 - integrip cc, cluster 60mm, g4. (B)(6) 188-01-11 - wedge plasma x/o sz 11. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11 no device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The devices appear unremarkable and do not show obvious signs of prosthesis wear. Radiograph images were provided; however, the reported event was unable to be confirmed. The radiograph provided does not display signs of decentering of the femoral head with respect to the acetabular cup. The radiograph appears unremarkable for signs of liner prosthesis wear. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The most likely underlying cause for the revision reported is due to the presence of joint pain after being implanted for more than 10 years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.